Event description:
As reported, in 2008, this pt underwent endovascular repair of a traumatic thoracic aortic dissection using a gore tag thoracic endoprosthesis. A follow-up angiogram showed infolding at the proximal end of the device. A reintervention was performed in 2008, using an additional gore tag thoracic endoprosthesis to reline the original device. The infolding resolved and the pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.